Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a noisy image. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the suggested event most likely occurred due to an expected or random component failure. No design deficiencies or manufacturing issues were found, and the failure appears to be isolated to normal component variability. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.